Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that review of the system controller's log files showed pump stoppages and low speed advisories. An issue was suspected with the percutaneous lead (driveline). The x-rays of the driveline were unremarkable. The pump was connected to an ungrounded patient cable and no further events occurred. On (B)(6) 2018, the manufacturer's technical services performed a distal end percutaneous lead (driveline) replacement with no issues. No further information was provided.